Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and two recent hospitalizations due to high blood glucose levels. The customer's blood glucose level for the first hospitalization was 987 mg/dl, and the level for the second hospitalization was 942 mg/dl. The customer's symptoms included vomiting and dehydration. The cause per the doctor was diabetic ketoacidosis. The customer was wearing the device at the time of admissions. The customer was released both times and was told to speak with her diabetic doctor. No further details were provided and nothing was replaced or returned.